Manufacturer narrative:
The pipeline, pushwire and microcatheter were returned for evaluation. The pipeline braid was observed to be partially deployed out of the catheter tip and stuck in the capture coil due to damaged braid. For further examination, the pipeline pushwire was pushed out of the microcatheter with resistance, and the pipeline braid was released from the capture coil. The capture coil was observed to be stretched. The pipeline braid was observed to be fully open, with the distal end having slight fraying and dried blood, and the middle section and proximal end having no damages. The pushwire kink was observed at 19.0cm from the proximal end. No damages were found on the tip coil and proximal bumper. In addition, the microcatheter was observed flattened and accordioned. Based on the analysis findings the clinical observation was confirmed as the returned pipeline braid was observed to be stuck inside the capture coil. It is possible that the damaged braid (fraying) and capture coil (stretching) may have contributed to the reported issue. In addition, damage was found on the pushwire and catheter. However, the cause for the damages could not be determined. A review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture. In addition, ancillary findings not related to this event were observed during analysis. Coating damage was observed at 11.0cm to 23.0cm from the distal tip coil; and 17.0cm to 22.0cm from the proximal end, and 8.5cm from the proximal end to the proximal end. We are unable to definitively determine the cause of the coating damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline device has not been returned for evaluation. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2016-00597, 2029214-2016-00598, 2029214-2016-00599.

Event description:
Medtronic received report that a pipeline device could not open or release during embolization of an aneurysm. The device was removed from the patient. There were no reports of patient injury in connection with this event. The patient is reportedly in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.